Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump insulin squirting out insulin during the prime process. The blood glucose level was 193 mg/dl. The customer reported that the self test was passed and insulin pump replacement based on inability to complete the fill tubing process. The device will be returned for the analysis.